Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training using a proglide device achieved arterial closure of the left common femoral artery after an interventional procedure. Reportedly, two days post procedure, (B)(6) 2010 the patient complained of pain in the leg. (B)(6) 2010, the patient was scheduled for an angiogram and it was found that there was a narrowing at the closure site. The patient returned 1/13/2011, surgery was preformed and no sutures were found. The artery was diseased and an endarectomy was performed successfully. The patient was released to go home the following day, (B)(6) 2011. There were no adverse patient sequelae reported. Though requested, no additional information was provided.